Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and had also received an inaccurate insulin gauge reading. The customer's blood glucose (bg) level was 160-180 mg/dl and a correction bolus was delivered. The customer's bg level was then 50 mg/dl. Glucose tablets were used to address the low bg level and a coworker assisted the customer by providing a soft drink. The customer used new cartridges and had not received another occlusion.